Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation. Based on the log file analysis the reported event could be verified. A faulty cable harness spirolog sensor that was leading to signal and contact issues in the flow measurement was identified as root cause. The faulty cable harness spirolog sensor was already replaced by the dräger service. The device was tested and confirmed to be operating per manufacturer¿s specification. The measurement of the expiratory flow is being used for control and monitoring of the ventilation. In case the measurements are adulterated, influence on the ventilation is likely and eventually alarm limits trigger an alarm (volume, leakage). The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device started to make a clicking noise. Then, the tidal volume was off and it had a pressure error and a flow sensor error. The device was replaced. There were no health consequences for the patient reported.